Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported adverse impact to the customer.

Manufacturer narrative:
In use at the time of the event:cgm model: unknownmobile os: unknown / unknown / unknown / unknown.¿the event date listed on b3 is reflective of the time zone of the country of the event¿.